Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient fell into a coma due to a pod failure. No additional information regarding pod failure or medical event was provided. Further information is being solicited.